Manufacturer narrative:
The user reported discrepancies between bgm and cgm readings. Review of sensor data and communication with the user indicated that calibration instructions in the eversense user guide were not followed. The user was educated on correct calibration procedures and informed that improper calibration practices could negatively affect system accuracy and overall system performance. To clear calibration history and any possible calibration misalignment, support provided the steps for user to perform a sensor re-link. User successfully completed re-link, and was advised to continue using the system.per dms review, the system was in active use with current information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.